Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was unable to use sensor and lead to diabetic ketoacidosis. The blood glucose level rose up to 375 mg/dl and patient also had symptoms like vomiting and was taken to the hosptal on (B)(6) 2024 at 5 pm and remained hospitalized for greater than 24 hours. The patient was treated with pump, pen and syringe. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 05-aug-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5404283 was manufactured according to the work instruction (wi) version 73 on 08-oct-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 05-aug-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advance, malfunction code no malfunction describe and lot 5404283 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.